Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# l49161, implanted: (B)(6) 1998, product type: lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).

Event description:
It was reported that the patient recently fell 3 weeks prior to the notified date. There was intermittent stimulation and the implant was triggering and firing in the wrong place in the abdomen and hip. The stimulation was supposed to be in the neck and shoulder area. It was described as a tingling sensation. It was noted that the patient didn¿t have a managing physician and never had follow-up. The patient was in the ER last week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.